Manufacturer narrative:
Patients age is unknown, however, the patient is under 18 years. (B)(4) for the investigation results of bent cut wire. (B)(4) for the investigation results of split/torn working length. A visual examination of the returned device found residue present which indicates the device had been used. The working length was twisted, the exposed cut wire was bent, and the extrusion at the proximal green paint band was split/torn. A functional evaluation found the device was unable to bow due to the twisted working length and bent cut wire. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to use/handling. Therefore, the most probable root cause is handling damage. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, when attempting to perform cannulation, it was noted that the tip was damaged. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; bent cut wire and split/torn working length.